Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that there was a predicted high sensor glucose at 16:50. Then, the suspend before low was triggered an hour ago at 20:30. Sensor glucose was 87mg/dl and blood glucose was 74mg/dl. The difference was within range. Customer had a sensation of low. The customer has not treated. Helpline advised customer to eat, manually resume the pump, or wait for a while if necessary but to consult with the doctor. Customer asked about resuming the pump. Troubleshooting was not done. Pump was used within 48 hours of the low. Smartguard was not used. Pump was in manual mode.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported blood glucose value of 74 mg/dl. The customer reported hypoglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040c9. Troubleshooting was performed. No further patient complications were reported. Product return for mmt-7040c9 is not expected.